Manufacturer narrative:
Evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was able to be detached with the returned handle without an issue. Therefore, the reported complaint could not be confirmed. Further evaluation of the device revealed that the pet lock was not present on the proximal end of the pusher assembly. This damage was likely incidental to the complaint and may have been removed during the attempts to detach the embolization coil. Further evaluation also revealed kinks in the pusher assembly. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned handle revealed a functional device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil and the returned smart coil without an issue. Penumbra coils and handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01578. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01576, 3005168196-2021-01578.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully detached multiple smart coils in the target vessel using the handle. While advancing the next smart coil into the rotating hemostasis valve (rhv), the coil became kinked due to the rhv being too tight. Therefore, the smart coil was removed. The physician then advanced a new smart coil into the aneurysm and used the handle to detach it; however, the smart coil failed to detach. It was also reported that the physician made multiple troubleshooting techniques to detach the smart coil; however, the coil still failed to detach. Therefore, the smart coil and handle was removed. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.